Manufacturer narrative:
Product event summary: analysis found that the device did not pass final functional testing. As a result the analyzer was exchanged and replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.